Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) and the distal left anterior descending (lad) artery with mild tortuosity, mild calcification and 80% stenosis. A 3.5x12mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The device was soaked prior to use. Air aspiration was performed outside the anatomy. The nc trek was advanced toward the target lesion in the rca, the bdc was inflated up to 8 atmospheres and the balloon ruptured. Reportedly contrast was seen escaping from the balloon under fluoro. The device was removed. Another 3.5x12mm balloon was used to successfully pre-dilate the lesion in the rca. A 2x20mm mini trek bdc was advanced toward the target lesion in the lad and the lesion was pre-dilated. The device was removed and a 2.5x38mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The device was removed and a 2x12mm nc trek balloon was used to further dilate the lesion. The device was removed and a 2.5x28mm xience xpedition sds was advanced toward the target lesion and failed to cross due to the anatomy. The device was removed. Ultimately the lesion was treated using a 2.5x28mm non-abbott stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported rupture was able to be confirmed. The investigation was unable to determine a conclusive cause for the reported rupture. It should be noted coronary dilatation catheters (cdc), nc trek rx instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.